Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation issues occurred. Vascular access was obtained via the right femoral using another manufacturer's 6f introducer sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). Another manufacturer's 0.014" 175cm guide wire was advanced and crossed the lesion. This 6.0 x 60/135 (4f) sterling balloon catheter was then advanced and crossed the lesion without resistance. The balloon was inflated twice to 8atms with an unknown inflation device using a 1:1 solution of contrast to saline. Upon the second inflation, the balloon failed to deflate. Negative pressure was applied "many times"; however, the balloon would still not deflate. After two to three minutes, the physician was able to remove the balloon catheter with the introducer sheath from the patient. The balloon was partially deflated when removed from the patient. The procedure was considered completed at this point. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the balloon in a deflated state. Dried contrast media was visible in the wire lumen and balloon. Functional testing to inflate the balloon using an inflation device filled with warm water was unsuccessful due to the dried contrast. In an attempt to loosen the dried contrast, the catheter was soaked in a bath of circulating 37 degree celsius water for 24 hours. Functional testing to inflate the balloon using an inflation device filled with warm water was attempted again unsuccessfully due to the dried contrast. The shaft of the catheter was inspected thoroughly which revealed no evidence of shaft elongation. Due to the inability to perform balloon inflation functional testing, the device was dissected at the proximal balloon weld to measure the inner diameter (ID) to verify inflation lumen specification. The ID met specification. Due to the received condition of the device further specifications, including marker band positioning could not be verified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation issues occurred. Vascular access was obtained via the right femoral using another manufacturers' 6f introducer sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). Another manufacturers' 0.014" 175cm guide wire was advanced and crossed the lesion. This 6.0 x 60/135 (4f) sterling balloon catheter was then advanced and crossed the lesion without resistance. The balloon was inflated twice to 8atms with an unknown inflation device using a 1:1 solution of contrast to saline. Upon the second inflation, the balloon failed to deflate. Negative pressure was applied "many times"; however, the balloon would still not deflate. After two to three minutes, the physician was able to remove the balloon catheter with the introducer sheath from the patient. The balloon was partially deflated when removed from the patient. The procedure was considered completed at this point. No patient complications were reported and the patient's status is good.